Event description:
It was reported that the device was at elective replacement indicator (eri) and there was early longevity less than 5 years. The device was explanted and replaced. It was noted that both right ventricular leads had low impedances and high thresholds. The atrial lead had low impedance. Both right ventricular leads were unipolarized and remain in use. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The analysis found the battery depletion was normal.